Event description:
It was reported that the ventricular lead had high threshold through capture management but in office threshold was lower. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr06 implantable pulse generator (B)(6) 2012. (B)(4).